Event description:
The initial reporter complained of discrepant results for 1 patient tested for potassium (k) on a cobas 8000 ise module. The initial result was 7.81 mmol/l. The sample was auto-repeated by the instrument with a result of approximately 7.6 mmol/l. The customer tested a 2nd sample tube from the patient and the result was approximately 7.6 mmol/l. After "a period of time" the customer repeated the initial sample tube, the 2nd sample tube and another sample tube from the patient that was used for blood lipids and the results were 4.35 mmol/l, 4.30 mmol/l, and 4.32 mmol/l respectively. The initial high k results were reported outside of the laboratory. The repeat results were believed to be correct. The k electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer had no similar concerns with other patient samples. Qc was acceptable. The customer has not had any further issues. No additional information was provided by the customer for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.